Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise on the sense/pace portion of the lead was observed. The physician is considering lead revision for suspected lead fracture. No further information available.